Event description:
The x-sizer was advanced to the thrombus and two passes were made, there was contrast staining in the distal circumflex and the physician tried to remove the x-sizer but it got caught on the wire, so he removed the whole system and rewired. The physician felt there might have been a slight dissection because he noticed staining. The physician followed up with planned stenting.